Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: distal end of system observed with crimp balloon torn distal to the balloon shaft. Balloon spring is observed to be pulled distally off guidewire lumen. Balloon material observed on spring with remainder of balloons and distal nose tip missing. Sheath distal tip and distal liner torn, consistent with reported withdrawal difficulty. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. In this case, the valve just like the esheath could not get past the bifurcation. As the system were being removed, the right access vessels appeared to rupture in the attempt. The valve became detached from the delivery system and the patient coded. The balloon was eviscerated in the patient and parts of the balloon were left in the patient. The balloon pieces were not accounted for. The valve was not removed from the patient when the heavily damaged delivery system was removed. Per the IFU, ''for iliofemoral access, the valve should not be advanced through the sheath if the sheath tip is not past the bifurcation''. As there was improper placement of the sheath when advancing the thv, it is likely that the thv was susceptible to catching on to patient vasculature and unable to advance past the patient's tortuous and calcified access vessels. The presence of tortuosity and calcification can create suboptimal angles for delivery system withdrawal. Suboptimal anatomy can cause the crimped thv to get caught on patient vasculature or sheath tip and contribute to withdrawal difficulties. Further manipulations to withdraw the thv may have resulted in the thv to be dislodged distally from the balloon. It is also possible that calcification or crimped valve interactions with the crimp balloon material during the attempts to advance may have resulted in the crimp balloon to tear near the balloon shaft (figure 1). This may have resulted in the thv and distal end of the inflation balloon to separate from the balloon shaft. Therefore, it is possible that some separation at the crimp balloon may have been perceived as a dislodgement. It is possible that further manipulations were attempted to overcome non-coaxial withdrawal through tortuous/calcified anatomy, which may have resulted in system components separating, compilation system retrieval even further. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity, calcification) and/or procedural factors (improper sheath placement, non-coaxial withdrawal, excessive manipulation, crimped valve interaction with balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach. The first 14 fr esheath+ was replaced due to resistance. The 2nd 14fr esheath+ was prepped and introduced. However, the sheath continued to struggle to get past the bifurcation. The operator proceeded to insert the valve and delivery system whilst the sheath was still in the common iliac artery without dilating the vessel or getting passed the bifurcation. The valve just like the esheath could not get past the bifurcation. It was decided to remove the system. As the system was being removed, the right access vessels appeared to rupture in the attempt. The valve became detached from the delivery system. The patient coded and chest compressions were performed unfortunately, the patient expired. The balloon burst in the patient and parts of the balloon were left in the patient. The valve was not removed from the patient when the delivery system was removed. The valve appeared to be lodged in the common iliac artery around the right internal iliac artery.